Event description:
It was reported that patient experienced pain at ipg site. Patient also reported gaining weight. As a result, surgical intervention was undertaken on (B)(6) 2019 during which ipg was relocated. Issue resolved post-operatively.